Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The actual sample involved in the event was not available for evaluation. Hence, without the actual sample further evaluation was not possible and the exact cause of the event could not be determined. Thus, this complaint is concluded not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6) : "underinfusion". According to the customer: " the children's intensive care unit in oulu uses b. Braun infusion pumps without a drip sensor. We were notified of an adverse event related to the operation of that infusion machine. The situation was as follows: the infusion solution was dripping from 100 ml glass bottle and the bottle should have run out, but it was noticed that there was still some liquid left in the bottle estimated 30-40 ml. The air valve cap on the bottle was closed and when the chamber part was removed from the bottle, the bottle clearly had a hard vacuum. According to the information system, the liquid should have gone about 117ml. The infusion device had not alarmed that the fluid had not gone properly. The infusion rate had been 5 ml/h and was changed to 10 ml/h.